Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device's shell was slippery and came off. A new power shell was opened, but it also came off. The third shell was opened and used with no problem. There was no patient involvement.